Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment and stent damage occurred. Vascular access was obtained via the left side. The 97% stenosed, 41x25mm, eccentric, de novo target lesion containing a <45 degree bend was located in the non-tortuous and non-calcified left anterior descending (lad) artery. Following pre-dilatation using a 2.5 x 20mm maverick balloon catheter, residual stenosis was 48%. Subsequently, a 28 x 2.50 promus premier drug-eluting stent was advanced to treat the target lesion but met a significant resistance. It was noted through the angiography that the stent and balloon dislodged. The physician then removed the stent and found out that the tip of the stent was deformed. The whole system was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.